Event description:
Skull clamp was reportedly involved in an incident with a pt in which the pt sustained a laceration. Further info was requested from the user facility, but to date no add'l info is rec'd.

Manufacturer narrative:
The device was returned for investigation. As received, the skull clamp was in poor condition: the 80# torque knob tested in specification, but the swivel base was very loose. The unit should not have been used in this condition. The skull clamp was an old model and repair parts were no longer available.